Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported the channel cleaning brush had a red linear object came out of the forceps channel. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. . The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from customer.